Event description:
User alleges that the balloon would not deflate when the nurse tried to remove it from the patient. No patient injury.

Manufacturer narrative:
Waiting for sample to be returned for evaluation. A follow up report will be submitted once the evaluation is completed.